Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal surgery on (B)(6) 2012, due to vaginal wall erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06628. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent aching, vaginal discomfort, dysuria, and dribbling incontinence.

Event description:
It was reported that following insertion the patient experienced recurrent aching, vaginal discomfort, dysuria, and dribbling incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequent urinary tract infection.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and cystocele. The following outcomes were attributed to the device: pain, erosion, extrusion, recurrence, urinary/bowel problems. It was reported that patient underwent excision of exposed mesh on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.